Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37744, serial# (B)(4); product type programmer, patient product ID 355531, lot# n314551, implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type screening device product ID 3777-60, serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID 3777-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3550-39, lot# n313683, implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type accessory (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found that the battery had reduced capacity due to overdischarge. The ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count is 45. The last recorded recharge session done while the device was implanted was on (B)(6) 2013. The device was recharged for 1 hour and 53 minutes. The battery charged from 3.795vto 3.810v. The parameter trend diagnostic section of the trace report shows patient usage after this recharge session. The battery discharged to the lock mode on (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable neurostimulator (ins) was dead. The ins was explanted on 2014 (B)(6). The doctor believed the patient let their ins die by not recharging. A trickle charge was attempted but they were unable to interrogate after the trickle charge. The patient status was listed as alive with no injury at the time of the report. It was further reported that the patient was fine with no issues at the time of the report. The patient was not getting stimulation before the explant. The manufacturer representative was not sure when the trickle charge was performed and it was not done by any manufacturer representatives. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.